Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error code 800.8000 in the error log. Pcu8015 sn (B)(4). Case resolution: I advised (B)(6) it could be a hick up in the software or if there was any interference with the device during infusion. I recommended richard to run the test on pcu by setting infusion and run it for 2-3 hours.